Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') and haematoma infection ('infected hematoma/ infection') in a 33-year-old female patient who had essure (batch no. A66674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysuria, fever, throat sore, depression, cholecystectomy, gestational hypertension, passed out, dizziness, diarrhea, vomiting, vertiginous syndrome, leg pain, fatigue, unintentional weight gain, hair loss, itching, rash, scabies, gum abscess, pap smear abnormal, bloating, breast pain, vaginal discharge, menometrorrhagia, lower abdominal discomfort, urinary tract infection and vaginal discharge. A CT scan showed an infected hematoma ((B)(6) 2018) (B)(6) 2018-examination: CT scan of the abdomen and pelvis with intravenous contrast history: abd pain, appendicitis suspected. Reproductive: bilateral essure wires are in place. Previously administered products included for an unreported indication: depo provera, tylenol, condoms and iud. Concomitant products included cefprozil (cefzil), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, metronidazole (flagyl) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced haematoma infection (seriousness criteria hospitalization and medically significant), 3 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have hormone level abnormal ("hormonal changes describe: activity level"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine prolapse ("uterine prolapse") and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, abdominal pain lower, back pain and uterine prolapse had resolved and the haematoma infection, mood swings, hormone level abnormal, vaginal infection and abscess outcome was unknown. The reporter considered abdominal pain lower, abscess, back pain, dysmenorrhoea, haematoma infection, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, uterine prolapse, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils visible and the second essure device was cannulated in the left tubal ostia and deployed with 3 coils visible. (B)(6) 2018 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: hysterectomy and bilateral salpingectomy: - uterine weight: 66 gm. - endomyometrium: inactive endometrium - cervix: no significant histologic change. - bilateral fallopian tubes: two essure devices grossly identified within bilateral fallopian tube isthmus. Cc: sever right lower quadrant pain and heavy frequent bleeding episodes. Hpi: female with worsening pelvic pain and heavy periods. The problem has markedly worsened since she had essure placement in 2014. She also complaint of pelvic pressure. Impression: menometrorrhagia, severe pelvic pain, uterine prolapse.. Ultrasound scan vagina - on (B)(6) 2018: the uterus appears unremarkable and measures 7.84 cm in length with the diameter meter of 3.72 cm the. The endometrial stripe measures 6.3 mm. There is some punctate density intrauterine as well as at adjacent to the uterus laterally. The exact nature is not clear. On the transverse image there is suspicious of the essure device migrating into the cornu of the uterus the right ovary measures 2.0 x 1.8 x 1.7 cm and the left ovary measures 2.1 x 1.6 x 1.7 cm. No free fluid in the cul-de-sac noted. Impression: the finding in the uterus or around the uterus need to be further evaluate with possible migrating of the essure device.. Concerning injuries reported in this case the following ones were described in patient medical records: - headache, mood swings, abdominal pain, pelvic pain, back pain, abdominal pain lower, vaginal infection, vaginal bleeding, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter information updated. Event: abscess was newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') and haematoma infection ('infected hematoma/ infection') in a 33-year-old female patient who had essure (batch no. A66674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysuria, fever, throat sore, depression, cholecystectomy, gestational hypertension, passed out, dizziness, diarrhea, vomiting, vertiginous syndrome, leg pain, fatigue, unintentional weight gain, hair loss, itching, rash, scabies, gum abscess, pap smear abnormal, bloating, breast pain, vaginal discharge, menometrorrhagia, lower abdominal discomfort, urinary tract infection and vaginal discharge. A CT scan showed an infected hematoma (B)(6) 2018). (B)(6) 2018-examination: CT scan of the abdomen and pelvis with intravenous contrast history: abd pain, appendicitis suspected. Reproductive: bilateral essure wires are in place. Previously administered products included for an unreported indication: depo provera, tylenol, condoms and iud. Concomitant products included cefprozil (cefzil), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, metronidazole (flagyl) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced haematoma infection (seriousness criteria hospitalization and medically significant), 3 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have hormone level abnormal ("hormonal changes describe: activity level"). On an unknown date, the patient experienced vaginal hemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), uterine prolapse ("uterine prolapse") and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal hemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, abdominal pain lower, back pain and uterine prolapse had resolved and the haematoma infection, mood swings, hormone level abnormal, vaginal infection and abscess outcome was unknown. The reporter considered abdominal pain lower, abscess, back pain, dysmenorrhoea, hematoma infection, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, uterine prolapse, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils visible and the second essure device was cannulated in the left tubal ostia and deployed with 3 coils visible. (B)(6) 2018 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: hysterectomy and bilateral salpingectomy: - uterine weight: 66 gm. - endomyometrium: inactive endometrium - cervix: no significant histologic change. - bilateral fallopian tubes: two essure devices grossly identified within bilateral fallopian tube isthmus. Cc: sever right lower quadrant pain and heavy frequent bleeding episodes. Hpi: female with worsening pelvic pain and heavy periods. The problem has markedly worsened since she had essure placement in 2014. She also complaint of pelvic pressure. Impression: menometrorrhagia, severe pelvic pain, uterine prolapse. Ultrasound scan vagina - on (B)(6) 2018: the uterus appears unremarkable and measures 7.84 cm in length with the diameter meter of 3.72 cm the. The endometrial stripe measures 6.3 mm. There is some punctate density intrauterine as well as at adjacent to the uterus laterally. The exact nature is not clear. On the transverse image there is suspicious of the essure device migrating into the cornu of the uterus the right ovary measures 2.0 x 1.8 x 1.7 cm and the left ovary measures 2.1 x 1.6 x 1.7 cm. No free fluid in the cul-de-sac noted. Impression: the finding in the uterus or around the uterus need to be further evaluate with possible migrating of the essure device.. Concerning injuries reported in this case the following ones were described in patient medical records: - headache, mood swings, abdominal pain, pelvic pain, back pain, abdominal pain lower, vaginal infection, vaginal bleeding, uterine prolapse. Lot number:a66674. Manufacturing date:2012/10. Expiration date:2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\pelvic pain") and haematoma infection ("infected hematoma") in a 33-year-old female patient who had essure (batch no. A66674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysuria, fever, throat sore, depression, cholecystectomy, gestational hypertension, passed out, dizziness, diarrhea, vomiting, vertiginous syndrome, leg pain, fatigue, unintentional weight gain, hair loss, itching, rash, scabies, gum abscess, pap smear abnormal, bloating, breast pain, vaginal discharge, menometrorrhagia, lower abdominal discomfort, urinary tract infection and vaginal discharge. A CT scan showed an infected hematoma ((B)(6) 2018) (B)(6) 2018-examination: CT scan of the abdomen and pelvis with intravenous contrast history: abd pain, appendicitis suspected. Reproductive: bilateral essure wires are in place. Previously administered products included for an unreported indication: depo provera, tylenol, condoms and iud. Concomitant products included cefprozil (cefzil), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, metronidazole (flagyl) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced haematoma infection (seriousness criterion medically significant), 3 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have hormone level abnormal ("hormonal changes describe: activity level"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, abdominal pain lower, back pain and uterine prolapse had resolved and the haematoma infection, mood swings, hormone level abnormal and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, haematoma infection, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, uterine prolapse, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils visible and the second essure device was cannulated in the left tubal ostia and deployed with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: hysterectomy and bilateral salpingectomy: - uterine weight: 66 gm. - endomyometrium: inactive endometrium - cervix: no significant histologic change. - bilateral fallopian tubes: two essure devices grossly identified within bilateral fallopian tube isthmus. Cc: sever right lower quadrant pain and heavy frequent bleeding episodes. Hpi: female with worsening pelvic pain and heavy periods. The problem has markedly worsened since she had essure placement in 2014. She also complaint of pelvic pressure. Impression: menometrorrhagia, severe pelvic pain, uterine prolapse.. Ultrasound scan vagina - on (B)(6) 2018: the uterus appears unremarkable and measures 7.84 cm in length with the diameter meter of 3.72 cm the. The endometrial stripe measures 6.3 mm. There is some punctate density intrauterine as well as at adjacent to the uterus laterally. The exact nature is not clear. On the transverse image there is suspicious of the essure device migrating into the cornu of the uterus the right ovary measures 2.0 x 1.8 x 1.7 cm and the left ovary measures 2.1 x 1.6 x 1.7 cm. No free fluid in the cul-de-sac noted. Impression: the finding in the uterus or around the uterus need to be further evaluate with possible migrating of the essure device.. Concerning injuries reported in this case the following ones were described in patient medical records: - headache, mood swings, abdominal pain, pelvic pain, back pain, abdominal pain lower, vaginal infection, vaginal bleeding, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\pelvic pain") and haematoma infection ("infected hematoma") in a (B)(6) year-old female patient who had essure (batch no. A66674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysuria, fever, throat sore, depression, cholecystectomy, gestational hypertension, passed out, dizziness, diarrhea, vomiting, vertiginous syndrome, leg pain, fatigue, unintentional weight gain, hair loss, itching, rash, scabies, gum abscess, pap smear abnormal, bloating, breast pain, vaginal discharge, menometrorrhagia, lower abdominal discomfort, urinary tract infection and vaginal discharge. A CT scan showed an infected hematoma ((B)(6) 2018) on 2018- examination: CT scan of the abdomen and pelvis with intravenous contrast history: abd pain, appendicitis suspected. Reproductive: bilateral essure wires are in place. Previously administered products included for an unreported indication: depo provera, tylenol, condoms and iud. Concomitant products included cefprozil (cefzil), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, metronidazole (flagyl) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced haematoma infection (seriousness criterion medically significant), 3 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings") and was found to have hormone level abnormal ("hormonal changes describe: activity level"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, abdominal pain lower, back pain and uterine prolapse had resolved and the haematoma infection, mood swings, hormone level abnormal and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, haematoma infection, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, uterine prolapse, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 coils visible and the second essure device was cannulated in the left tubal ostia and deployed with 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: hysterectomy and bilateral salpingectomy: - uterine weight: 66 gm. - endomyometrium: inactive endometrium - cervix: no significant histologic change. - bilateral fallopian tubes: two essure devices grossly identified within bilateral fallopian tube isthmus. Cc: sever right lower quadrant pain and heavy frequent bleeding episodes. Hpi: female with worsening pelvic pain and heavy periods. The problem has markedly worsened since she had essure placement in 2014. She also complaint of pelvic pressure. Impression: menometrorrhagia, severe pelvic pain, uterine prolapse. Ultrasound scan vagina - on (B)(6) 2018: the uterus appears unremarkable and measures 7.84 cm in length with the diameter meter of 3.72 cm the. The endometrial stripe measures 6.3 mm. There is some punctate density intrauterine as well as at adjacent to the uterus laterally. The exact nature is not clear. On the transverse image there is suspicious of the essure device migrating into the cornu of the uterus the right ovary measures 2.0 x 1.8 x 1.7 cm and the left ovary measures 2.1 x 1.6 x 1.7 cm. No free fluid in the cul-de-sac noted. Impression: the finding in the uterus or around the uterus need to be further evaluate with possible migrating of the essure device. Concerning injuries reported in this case the following ones were described in patient medical records: - headache, mood swings, abdominal pain, pelvic pain, back pain, abdominal pain lower, vaginal infection, vaginal bleeding, uterine prolapse. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Other relevant history and lab data updated. Lot number newly added. Events: pain\pelvic pain, abnormal bleeding vaginal, menorrhagia, hormonal changes describe: mood swings, hormonal changes describe: activity level, infection (bladder/ urinary tract/vaginal) type: vaginal, migraines, headaches, dysmenorrhea (cramping), lower abdominal pain, lower back pain, uterine prolapse, infected hematoma newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.